Event description:
It was reported that the lead was repositioned due to low sensing thresholds and high capture thresholds. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.